Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family:scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(4), batch: 7070494.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted devices were not returned. No further information has been obtained despite good faith efforts.